Manufacturer narrative:
Unit received with missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test, self test and displacement accuracy test due to missing segments. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was worn and damaged. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for analysis.